Event description:
It was reported that the customer passed away of a heart attack. The day before, the customer had unspecified low blood glucose and was not feeling well. He snacked all evening on sugar cubes and his blood glucose was high at the time he passed away. The insulin pump was on the customer at the time of his passing. The insulin pump was given to the doctor's office by the customer's wife. No further details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.